Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was deployed to treat the lesion. However, when the stent delivery system was attempted to be removed, the distal shaft broke and only the proximal portion came out. Therefore, the non-bsc wire was retracted and the distal portion of the balloon delivery system came out with it into the non-bsc guide catheter and the device was completely removed from the patient. The procedure was successfully completed with this device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 28 mm stent delivery system (sds) was returned for analysis without the distal portion of the device, including port bond, polymer extrusion and balloon. The stent was not returned as it was successfully implanted. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found and a break 122.1cm distal to the distal end of the strain relief. The clear outer lumen is stretched proximal to the break site and the core wire is exposed. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was deployed to treat the lesion. However, when the stent delivery system was attempted to be removed, the distal shaft broke and only the proximal portion came out. Therefore, the non-bsc wire was retracted and the distal portion of the balloon delivery system came out with it into the non-bsc guide catheter and the device was completely removed from the patient. The procedure was successfully completed with this device. There were no patient complications reported.